Manufacturer narrative:
This unit was received for eval. The tube set used with this unit was not returned. An in-house tube set was used to conduct testing. Bottle gas was connected and the unit was tested in the high flow at different pressure and flow setting. For one of the settings a higher flow rate than normal was used in order to simulate the case situation. The reported failure could not be duplicated. The mostly likely cause of tubing not staying in the insufflator might be that of pulling and tugging on the tube set, tube set not connected. The tube set not connected error displays when the tube set is pulled or tugged in a manner such that the bottom part of the tube set adapter was pulled out. The sensor pin is present on the bottom part of the adaptor. If the bottom part of the adaptor is pulled out then the sensor would no longer detect the tube set hence giving an error and would stop insufflating. The root cause is the design of the tube set adaptor fit into the console coupled with the tube set detection mechanism. A new enhanced optical sensor tube set detection mechanism is in place which addresses this issue. In this design enhancement, instead of a mechanical switch an optical switch with improved gui is used. With this new design the sensor and latch are physically located next to each other, such that the sensor would detect the tube set as long as tube set is latched in.

Event description:
Allegedly, the tubing does not stay on insufflator. Same tubing was used on other insufflators and they stayed on.